Event description:
It was reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from the patient registry.

Manufacturer narrative:
Device not returned.